Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced. Additional information: not audible alarm.

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient injury.